Event description:
It was reported that a spectrum pump had a door malfunction. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported door malfunction, which was reproduced. The eval experienced a close door message when the door was closed. The messages were found to be caused by a failed upper hook switch on the upper auxiliary assembly. The upper auxiliary assembly was replaced.